Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 47 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Due to the massive damage and deformation caused by the removal, extending into the basic structure of the implant, it is not possible to make any statements regarding fracture or failure analysis. There were no material and/or structural defects so these could therefore be ruled out as the cause of the fracture.

Event description:
Implant fracture.